Event description:
The customer reported that the bedside monitor (bsm) was randomly rebooting, and the nurses stated they saw sparks come out of the unit.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) was randomly rebooting, and the nurses stated they saw sparks come out of the unit. The reported issue did not happen during patient use. No harm or injury occurred. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) was randomly rebooting, and the nurses stated they saw sparks come out of the unit.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was randomly rebooting, and the nurses stated they saw sparks come out of the unit. The reported issue did not happen during patient use. Investigation summary: a loaner and a repair were initiated to resolve the issue. When the customer received the loaner device, they stated that they would no longer be sending in the problem unit for evaluation and repair and returned the loaner unit. As no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. The reported event is likely an isolated incident. The customer was not able to duplicate the sparks nor observed any physical damage. A possible cause may be related to hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The unit was installed in 8/2015 with no history of servicing. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
**UDI related data quality updates** corrected information: brand name: corrected the brand name from bsm-6301a to life scope tr. Additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. Additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section of the FDA form 3500a.

Event description:
The customer reported that the bedside monitor (bsm) was randomly rebooting, and the nurses stated they saw sparks come out of the unit.